Event description:
It was reported that a patient called stating that he disconnected his pico 7 to take a shower and has done this several times since the device was placed on monday. After that, all the lights were flashing. The patient did try to change batteries but it did not help, the patient was instructed to contact the provider or home health to get another device. No patient harm was reported.

Manufacturer narrative:
H10: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no part or lot numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico 7 products. There have been further complaints reported with this failure mode in the past three years. The device was used for treatment. It was reported that all indicator lights were flashing after taking a shower. As the device could not be returned, we have not been able to carry out a thorough product evaluation. Due to this, a relationship between the event and the device could not be confirmed. The device must be put on standby mode by pressing the orange button before being disconnected. If the device is not turned off before being disconnected it may enter a non-recoverable error state. The pump must also be placed in a safe location where it cannot come into contact with water. The IFU outlines the steps for showering and bathing. We have not been able to determine a definitive root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.